Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery depleted 20% within in one hour overnight and subsequently shut off due to insufficient power. The customer was able to connect the pump to a power source and turn the pump back on. The customer's blood glucose (bg) level was impacted (400 mg/dl) with moderate ketones. A manual injection was administered to address bg level and water was consumed to address ketones. It was indicated that the customer would continue to use the pump until the replacement pump was received.